Event description:
Following implant procedure, increased capture thresholds resulting in loss of capture, and decreased pacing impedance were noted on the right ventricular (rv) leadless pacemaker (lp). The patient experienced a tamponade. A pericardial drainage procedure was performed and the patient received a blood transfusion to resolve the tamponade. An echocardiogram was unable to confirm a perforation. X-ray imaging was performed; no anomalies were noted and the lp was in the original implant position. The patient was stable.